Event description:
As reported by the (B)(4) registry, on day following pta procedure, the patient had an ischemic stroke. Six days later, the patient had bradycardia with malaise and vision loss in both eyes. During the index procedure, pta was performed on a 90% occluded lesion at the bifurcation of the common right carotid artery of 25mm in length in a 5.0mm vessel diameter with mild vessel tortuosity. The arch ii lesion was eccentric. A 6mm medium support angioguard embolic protection device was deployed in the lesion after which it was pre-dilated. Then a 10x40mm precise pro rx stent was deployed at the target site. The angioguard was successfully removed and debris was found in the basket upon retrieval. The residual diameter stenosis measured 30%. In the first event, MRI of the brain showed acute embolic infarct changes and possible acute watershed infarct changes involving the right cerebral hemisphere. The patient had partial recovery with neurological deficits of dysarthria. Emergency cea surgery was not required. The patient was discharged 3 days later. In the second event six days later, the onset was sudden with full recovery within 24 hours and no reported deficits.

Manufacturer narrative:
As reported by the (B)(4) registry, one day following the deployment of a precise stent in the common right carotid artery the patient had an ischemic stroke. In the evening after the procedure he had some sinus brady arrhythmia and was given atropine. Later he attempted to get out of bed and fell but did not lose consciousness, felt disoriented and unsteady on his feet. MRI of the brain showed acute embolic infarct changes and possible acute watershed infarct changes involving the right cerebral hemisphere. The patient had partial recovery with neurological deficits of dysarthria. The patient was discharged 3 days later. Six days after the procedure the patient had bradycardia with malaise and vision loss in both eyes. The onset was sudden with full recovery within 24 hours and no reported deficits. A carotid ultrasound was performed showing no recurrent stenosis. During the index procedure, pta was performed on a 90% occluded lesion at the bifurcation of the common right carotid artery of 25 mm in length in a 5.0 mm vessel diameter with mild vessel tortuousity. The arch ii lesion was eccentric. An angioguard embolic protection device was deployed in the lesion after which the lesion was pre-dilated. Then a 10x40 mm precise pro rx stent was deployed followed by removal of the angioguard. Debris was found in the filter basket upon retrieval. The residual diameter stenosis measured 30%. The patients medical history includes hyperlipidemia, coronary artery disease and hypertension a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15606217 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death; 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. Hypotension, hypoperfusion and the resultant tia and tia like symptoms are well-known potential adverse events associated with the carotid stent implantation procedure. Tia symptoms are similar to those of stroke but do not last as long. Typically symptoms of a tia often last only a few minutes, most symptoms resolve within an hour but they may last up to 24 hours. Tia occurs when the blood supply to part of the brain is briefly interrupted. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
Concomitant medications: intra-procedure medications included heparin. Aspirin and clopidogrel were administered pre and post procedure. Concomitant devices: angioguard rx catalog number 601814rmc, lot number 70811542 this device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that an additional event, bradyarrythmia, is being reported. The patient did not have any known allergies to nitinol, nickel or titanium and did not have any neurological symptoms prior to the procedure. A 6fr shuttle sheath was used in the procedure. There was a tight seal between the sds and the toughy borst (hemostasis) valve of the sheath introducer/ guiding catheter during aspiration. The user followed standard protocol to aspirate prior to contrast injections. There were no air bubbles noted at any time during the procedure. There was also no thrombus noted pre or post-deployment. In the evening after the procedure he had some sinus bradyarrhythmia and was given atropine. Later he attempted to get out of bed and fell, but did not lose consciousness, felt disoriented and unsteady on his feet. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.